Manufacturer narrative:
Due to character limit: e1(telephone)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump screen flickered after powering on. No patients were being treated and no harm was reported.